Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Scratches were found throughout the device, there were wrinkles in the insertion tube, the insertion tube boot was missing, the control body was discolored, the suction cylinder was scrapped, there was peeling paint on the air/water cylinder and the characters on the cover of the control body were missing. The bending angle and the angle knob play were both out of specification due to the elongation of the angle wire. The drain function was degraded due to a clogged water nozzle, water tightness was not maintained due to holes in the bending section cover and water coverage was found on the electrical connector. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus on behalf of the customer, there was a noise on the image on the evis lucera colonovideoscope. During the inspection and testing of the returned device, the nozzle was found to be clogged with debris, which could have been caused by insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted due to the foreign material found during evaluation and inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information obtained from the reporter (refer to b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was most likely larger than the inner diameter of air/water nozzle got into the channel causing it to clog. The exact cause of the foreign material getting into the channel could not be determined as not enough detailed information on handling of the device could be obtained. However, it was determined that the customer was reprocessing the device in accordance with the instructions for use (IFU). Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this event. The exact event date is unknown; however, it was estimated to be around 07dec2022. Event occurred during pre-use inspection and there was no procedure involvement. Prior to sending in the device for repair, the user facility cleaned the device. The customer reported that they were unable to determine if there had been debris adhering to the device. There was no delay in the reprocessing of the device after the end of the clinical use and the start of the pre-cleaning. The customer sent water and air to the air nozzle as well as flushing/pumping liquid to the nozzles. The customer wiped/brushed the air/water nozzles with gauze, brushes with sponges. The customer did not express any concerns with reprocessing.